Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that, during an implant attempt, the right ventricular lead helix "extended suddenly" after 16 turns. The lead was extracted to be tested on the bench and the helix extended suddenly again. The lead was not implanted. No patient complications have been reported as a result of this event.